Event description:
It was reported that the right ventricular (rv) lead exhibited no ventricular capture and was instead capturing the atrium. A chest x-ray confirmed that the rv led dislodged and pulled back into the atrium. During the explant procedure, the lead tip became stuck in the subclavian vein and despite multiple attempts to remove, the physician was unable to. The lead was subsequently cut, capped and remaining portion was left in the body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited no ventricular capture and was instead capturing the atrium. A chest x-ray confirmed that the rv led dislodged and pulled back into the atrium. The rv lead was capped and not replaced. No patient complications have been reported as a result of this event.